Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented in the aged article on the, ¿intramedullary versus extramedullary fixation for the treatment of intertrochanteric hip fractures", reported, one patient from the imhs group, experience a nonunion of the fracture. It is unknown if / how the adverse event was resolved. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant patient information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient medical history. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "intramedullary versus extramedullary fixation for the treatment of intertrochanteric hip fractures", the authors of the study reported that, 1 patient from the imhs group, experience a nonunion of the fracture. It is unknown if / how the adverse event was resolved.